Manufacturer narrative:
(B)(4). The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a sensation medium oval flexible snare was used in the colon during a polypectomy procedure performed on (B)(6) 2020. According to the complainant, during the procedure and inside the patient, the doctor stated that the snare would not cut the target polyp. The procedure was completed with another sensation snare. There were no patient complications reported as a result of this event.